Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Review of the clinical files did confirm a device reset occurred with a "internal error, system reset required" message. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. It is important to note; the multi-function cable was not returned for evaluation. The defib receptacle was replaced as a precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while pacing a (B)(6) old male patient, the device displayed an unknown error message and inappropriately restarted/rebooted. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6) male patient, the device gave an unknown error message and inappropriately restarted/rebooted. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.